Manufacturer narrative:
Mfg site evaluation: eval on-going at OEM.

Event description:
Country of complaint: (B)(6). In comparison to ethicon the size of the thread is much smaller than the needle size.